Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) system experienced approximately 50 inappropriate shocks due to a right ventricular (rv) lead fracture. The patient had experienced therapy exhaustion as a result of the inappropriate shock therapy. It was believed that the fracture was due to subclavian "cruch". The patient underwent a revision procedure and the lead was surgically capped and this ICD was explanted. No adverse patient effects were reported.